Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and no evidence of blood were observed. There was no blood inside the delivery tube. On the delivery device, the slide lock was disengaged but the plunger was not depressed. The anchor and tension spring assembly remained inside the delivery device in the pre-deployed position. The seal was loaded inside the tube and delaminated at the outer coil. There was no evidence that the device had been introduced into the aorta. Based on the condition of the device as found, the reported complaint was confirmed for cracked seal .

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was delaminating on the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) noticed the heart string iii was delaminating on the tip prior to surgeon firing heart string cutter. Another device opened and loaded fine with no patient.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was delaminating on the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) noticed the heart string iii was delaminating on the tip prior to surgeon firing heart string cutter. Another device opened and loaded fine with no patient.